Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glucose was changing a lot, it was very high, reaching 500 [blood glucose increased]. Insulin is not entering the body in a jet, it drips slowly [device delivery system issue]. Case description: this serious spontaneous case from brazil was reported by a consumer as "glucose was changing a lot, it was very high, reaching 500(blood glucose increased)" beginning on (B)(6) 2022, "insulin is not entering the body in a jet, it drips slowly(inaccurate delivery by device)" with an unspecified onset date, and concerned a 43 years old female patient who was treated with novolin r penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 4 iu) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", patient's height: 159 cm. Patient's weight: 83 kg. Patient's bmi: 32.83097980. Current condition: diabetes mellitus (type and duration not reported), hyperthyroidism, kidney damage concomitant products included - enalapril, puran t4(levothyroxine sodium), glifage(metformin) on (B)(6) 2022, the patient noticed that her glucose was changing a lot, it was very high, reaching 500 (unit not reported). She reported that insulin is not entering the body in a jet. She reported that it drips slowly. The action taken in relation to the adverse event was that she started using the vial with the syringe. Batch numbers: novolin r penfill: mr7cx78, novopen 4: requested. Action taken to novolin r penfill was reported as no change. On (B)(6) 2022 the outcome for the event "glucose was changing a lot, it was very high, reaching 500(blood glucose increased)" was recovered. The outcome for the event "insulin is not entering the body in a jet, it drips slowly(inaccurate delivery by device)" was not reported. Reporter comment: product start date: many years ago.

Event description:
Case description: investigational results: name: novolin r penfill 3 ml - 100 ui/ml, batch number: mr7cx78. The product was not returned for examination. Name: novopen 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following information was added, -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly. Final manufacturer's comment: on 10-nov-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of novolin r penfill. H3 continued: evaluation summary. Investigational results: name: novopen 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glucose was changing a lot, it was very high, reaching 500 [blood glucose increased] insulin is not entering the body in a jet, it drips slowly [device delivery system issue] leave the needle attached to the pen in between applications [product storage error] case description: this serious spontaneous case from brazil was reported by a consumer as "glucose was changing a lot, it was very high, reaching 500(blood glucose increased)" beginning on (B)(6) 2022, "insulin is not entering the body in a jet, it drips slowly(inaccurate delivery by device)" with an unspecified onset date, "leave the needle attached to the pen in between applications(device stored with needle attached)" with an unspecified onset date, and concerned a 43 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novolin r penfill (insulin human) (dose, frequency & route used-4 iu, qd, subcutaneous) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: novolin r penfill: the patient confirmed that she leave the needle attached to the pen in between applications although does not reuse needles and used a new one for each application patient reported that her blood glucose did not control due to a problem with the pen, and that when she changed the pen her blood glucose returned to the expected value. There was no change in diet or exercise or physical activity. The patient confirmed that she attaches the needle to the pen at 180 degree angle. The patient reported that the application force was usual, that she didn't notice any difference at the time of application. The action taken in relation to the adverse event was that she started using the vial with the syringe. The outcome for the event "leave the needle attached to the pen in between applications(device stored with needle attached)" was not reported. Since last submission, the following information was added -reporter causality updated -new event added device stored with needle attached -dose frequency updated -device tab updated(trained user) -investigation results was added final manufacturer's comment: (B)(6) 2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as storing the device with needle attached between injection can affect the functionality of novopen 4. Patient's underlying medical history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of novolin r penfill.